Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture, baker grade iii" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; seroma; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side ''rupture, seroma, pain, capsular contracture baker grade iii''. Device was explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported left side ''rupture, seroma, pain, capsular contracture baker grade iii''. Device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ seroma-late: unable to confirm as it is a medical event not related to the device. ¿ inflammation/irritation: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ brown particles in the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.